Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had high and low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer¿s blood glucose level was 500 mg/dl. The insulin pump received no delivery alarm before. The customer was treated for blood glucose level by bolusing. The drive support cap was normal. The insulin pump will not be returned for analysis.